Event description:
Hd tunneled catheter appeared to fall out during treatment. It was not pulled. The insertion site was chest. Initially cuff was noted to be slightly out of the skin. At beginning of treatment catheter flowed without difficulty. It is unclear if introducer site was too large or if cuff is deformed. Pt had to receive (two) units of prbc. Sent to interventional radiology for new catheter.